Event description:
It was reported that high impedance on the rv to svc and svc to can vectors were observed since a device change-out in (B)(6) 2011. The patient underwent dft testing with the svc programmed off and there was an acceptable safety margin. Hence, no surgical intervention was required.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New imformation received that the lead was capped.